Event description:
Related manufacturer reference number: 2017865-2022-15820. It was reported that the patient presented to the hospital for a follow-up on 1 jul 2022. During examination of leads, chest x-ray noted that the left ventricular (lv) lead and the right ventricular (rv) lead were dislodged. There was no capture threshold noted on the lv lead and the rv lead was pulled back and had intermittent capture threshold. The physician explanted and replaced lv and rv leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. As received, a complete lead was returned in one piece. The reported event of intermittent capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.